Event description:
The manufacturer received information alleging a ventilator's flow was reduced. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's machine flow sensor, blower motor, inlet side panel and muffler were replaced due to contamination.